Event description:
Reportable based on the analysis completed (B)(4) 2012. It was reported during an unspecified treatment procedure, the device "messed up". No patient complications were reported and patient status was okay. Returned product analysis revealed the coyote balloon catheter stuck on an unknown .014 guide wire.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the tip of the catheter was bent. The inner shaft was buckled within the markerbands. A guide wire was protruding 90 cm from the distal tip. Gently pulling on the guide wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0137", which is consistent with a .014" guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).